Event description:
Report received that the device was found powered off during pt use. In 2004 at 1430, the pump was programmed to deliver an unspecified concentration of cardizem with a dose of 10mg/hr. No further programming parameters were provided. At 1600 during nursing assessment, the pt's heart rate was noted to be "in the 160's and the cardizem drip was not infusing." The pump was reportedly plugged into ac power, but the device was powered off. It was unspecified if the device alarmed prior to power loss. The physician was notified and the pt was treated with two unspecified doses of cardizem. The device was removed from clinical service and therapy was resumed using a replacement device. There were no reported adverse pt sequelae. Though requested, no additional info was provided.